Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the customer reported that upon powering on the hamilton-c6 ventilator, the clinical staff observed a technical event alarm. Further review of the event logs revealed additional technical fault alarm codes. Although multiple fault codes were present, the hamilton-c6 did not display them again after initial startup. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ags conclusion: the complaint was reported on october 2, 2025, during preventive maintenance and stated that technical faults (tf) codes were observed at startup. However, logfile analysis indicates that the reported technical faults (tf) codes occurred while the hamilton-c6 device was in use. During this period, alarms such as ¿inspiratory volume limitation¿ were recorded, followed by technical fault codes and a restart, after which the device entered an ambient state condition. The event was reported by the hospital; no harm was reported. No additional details regarding patient condition, user actions, or environmental factors were provided. Attempts to obtain further information were unsuccessful, and no components were returned for inspection. Based on the available data, the root cause cannot be determined. For hamilton medical ag, this case is considered closed at this stage. Continuous monitoring of similar events will be maintained.